Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the balloon catheter dissected the coronary sinus while being positioned during the implant procedure. The patient experienced chest pain as a result. The implant procedure was postponed due to the dissection. No further patient complications have been reported as a result of this event. The patient is enrolled in the lv-ddd clinical study.